Event description:
A user facility reported that a patient experienced a non-delivery with an electromechanical ambulatory infusion pump. The non-delivery was discovered after the patient returned to the clinic following a 24-hour infusion regimen. There was no injury associated with the event.